Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose ranged from 360 mg/dl to 400 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process and received no delivery alarm. Customer was able to resolve no delivery alarms with a complete set change. Alarm history showed one motor error alarm within the last thirty days and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or unexpected no delivery alarms noted. The insulin pump had broken reservoir tube lip, missing the reservoir tube o-ring, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads and minor scratches on the lcd window.